Manufacturer narrative:
(B)(4). At this time, the product is not expected to be returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that during an explant procedure for normal battery depletion, the physician experienced difficulty removing the right atrial (ra) lead from the pacemaker. When the physician attempted to pull the lead out, the electrode end of the lead unraveled. The ra lead was surgically abandoned and the pacemaker was explanted as planned. The device was sent home with the patient and is not expected to be returned. No adverse patient effects were reported.